Manufacturer narrative:
If explanted, give date: not applicable no patient involvement reported. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was noticed scratched or dirty when opened from the sterile package. Reportedly, another lens was used for the surgery. No patient involvement or injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes.returned to manufacturer on: 03/15/2018.device returned to manufacturer? Yes.device evaluation:the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed some particles on the lens. No scratches were observed. The particles were analysed using the fourier transform infrared (ftir) spectroscopy. The results revealed that one piece of debris was consistent with a mixture of some or all of the following: water/moisture, surfactant/emulsifier, polycarboxylate; which suggested the presence of a detergent or a cleaning agent. Another piece of debris was consistent with a mixture of protein and fatty acid ester.potential and indirect exposure to this type of material is possible. The customer's reported complaint for dirt on the lens was verified; however since the lens was handled it was not possible to confirm if the particles or substances observed are related to manufacturing process. In the manufacturing processes there are various cleaning operations and 100% visual inspection utilizing a microscope that would have identified, measure and discarded a lens with a similar particulate. A product quality deficiency was not identified.manufacturing records review:the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received.labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects.as a result of the investigation there is no indication of a product quality deficiency.all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.